Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the patient received an inadequate shock. The lead was explanted.